Event description:
It was reported that the patient is experiencing more seizures. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the patient's increase in seizures is not related to vns therapy. It was reported that the vns controls the patient's seizures for a few weeks and then the seizures return. The increase in seizures is back to the patient's pre-vns baseline frequency. Device settings were adjusted.

Manufacturer narrative:
Age at time of event and birthdate; corrected data: new information received corrects the patient's birthdate and age at time of event.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #1 inadvertently did not update this data. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not update this data. Type of reportable event, corrected data: the supplemental report #1 inadvertently did not update this data.